Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons were sticking, had a delayed response and required hard button presses to elicit a response. Reportedly, the symbols were worn off the up arrow and ok buttons. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the symbols were worm off but the rubber keypad was intact. Evaluation revealed that the up, down and contrast buttons were intermittently unresponsive and required several hard presses to elicit a response. The ok button responded appropriately. There was evidence of keypad contamination found under the key contacts.